Event description:
The electrosurgical unit was attached to karl storz l-hook 26775uf via karl storz 26006 m hf cable. When the foot pedal was depressed, the cable immediately burnt into two pieces. The cord was replaced and esu used with no problem.what was the original intended procedure?lobectomy.